Event description:
In 2009, the ventilator failed and alarmed. The patient was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the patient or change in condition. The ventilator was service by the manufacturer and a controller board was replaced. The ventilator was returned and accessible for service, but was placed in storage as stock inventory.